Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a broken screen and was very noisy. The upper display hinge was broken, and the cooling fan was noisy. It was also determined at analysis that the hinge plate screws were missing; the keyboard left hinge was broken. The bullets assay were missing, the paper tray was nearly empty. The electrocardiogram (ECG), connector support plate and handle require an update. The solder connections of the ECG and radiofrequency head connectors on the link electronic module (lem), board are were in a bad condition. Traces of liquid, corrosion were found on the micro processor unit (mpu), board. The unit was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.